Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had a poor storage or user is testing with expired test strips.

Event description:
Customer's nurse complains of "lo" results. Customer's nurse states that patient feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-160mg/dl fasting. Verified test strips expire 05/15/2017. Unable to confirm opened vial date and test strip are being stored in the kitchen. Reviewed meter memory (B)(6). The home health nurse ((B)(6)) is calling on behalf of the customer. The customer does not know when the test strips were opened but believe that they were opened more than four months ago. (B)(6) also stated that the date and time is wrong.